Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that adhesive came off the sensor pod soon after insertion. There is no allegation of an adverse event. This complaint is being reportable because of the alleged product issue..